Event description:
The customer reported that the insulin pump had a button error. Troubleshooting was performed. The customer tried to bolus and the buttons were unresponsive and the display was frozen. A new battery was inserted and the device had a blank screen and none of the buttons were responding. Advised customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.